Event description:
I picked up dme (supplies for a CPAP) from my sleep doctor's office. When I got home, I found hair and debris on two of the resmed airtouch n30i cushions. These cushions were placed loose in a bag by my dme supplier, along with headgear, frame, and elbow for the airtouch n30i. They were not, nor have they ever been, in sealed bags from resmed. Items were picked up from: (B)(6); http://www.sleepdisordersinstitute.com. Pt: 4582. Device: 1120, 1371. Ref: mw5190773. This report captures: airtouch n30i #1.